Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: the needle puncture the catheter. In several pvk`s. Lot 2293492p46 when did the incident occur? During use the radiographer was inserting a pvk into the patient's vein, she missed. She removed the catheter, and then she saw the needle had penetrated the plastic catheter. They tested more cannulas from the same batch((lot), and it seems like the plastic in the vialon catheter is thinner than it was before. They tried different cannulas, and the situation did not happened. She was inserting the cannula into the patients elbow bend . She had to pull the needle back and forth, as she usually does. Then the vialon catheter does not get injured, but it did from this batch. They have thrown away the vps she used on the patient, but they have saved some from the same box. They are sure this is an user error, since they have pulled the needle back and forth through the catheter. This is what ruined the vialon catheter. There was no patient harm. The patient got a new pvk.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 26-jul-2023 h6: investigation summary our quality engineer inspected the 27 representative samples and 1 used sample submitted for evaluation. The reported issues of needle through catheter and catheter tip integrity were confirmed upon inspection of the samples. Analysis of the representative samples showed that there were no defects or damages present. On the used sample the needle had pierced the catheter. Bd determined that the cause of the failure was likely related to use error. Based off the verbatim ¿she had to pull the needle back and forth¿ it is likely the user had partially withdrawn the needle from the catheter and reinserted the needle into the catheter. Doing so is likely to result in the needle piercing the catheter since the elastic nature of the catheter material will fling the needle into and possibly through the catheter wall. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd venflon¿ pro safety the needle pierced the catheter.there was no report of patient impact.the following information was provided by the initial reporter: the needle puncture the catheter. In several pvk`s. Lot 2293492p46when did the incident occur? During usethe radiographer was inserting a pvk into the patient's vein, she missed. She removed the catheter, and then she saw the needle had penetrated the plastic catheter. They tested more cannulas from the same batch((lot), and it seems like the plastic in the vialon catheter is thinner than it was before. They tried different cannulas, and the situation did not happened.she was inserting the cannula into the patients elbow bend . She had to pull the needle back and forth, as she usually does. Then the vialon catheter does not get injured, but it did from this batch.they have thrown away the vps she used on the patient, but they have saved some from the same box.---------they are sure this is an user error, since they have pulled the needle back and forth through the catheter. This is what ruined the vialon catheter. There was no patient harm. The patient got a new pvk.